Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, 90% stenosed mid left anterior descending artery. The 2.75x23 mm xience xpedition stent delivery system (sds) would not track over the balance middleweight (bmw) guide wire. The device did not enter the patient. Another 3x23 mm xience xpedition was used with the same bmw guide wire successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. Returned device analysis revealed a separated soft tip. The account was unaware of the separation; however it was further reported that there had been resistance removing the delivery system from the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. Difficulty to position the sds with the guidewire and difficulty to remove the sds over the guide wire could not be replicated in a testing environment due to the returned condition of the device. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficult to position the sds with the guidewire wire or for difficulty to remove the device from the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.